Manufacturer narrative:
The following fields have been updated: event description. Investigation summary: based on the information available, there was no device available for analysis. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had an allergic reaction after having an artificial urinary sphincter(aus) implanted. At a later time the physician identified the allergic reaction as not being device related. The allergic reaction was caused by the pre-cleanse before surgery. A patient outcome of fully recovered was reported. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the patient had an allergic reaction after having an artificial urinary sphincter(aus) implanted. A patient outcome of fully recovered was reported.